Manufacturer narrative:
B3 date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. D2b pro code (product code): fge, lit. Device evaluation by manufacturer: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 8mm proximal from the proximal balloon markerband. The remainder of the balloon was not returned with the device. A visual examination observed that the distal section of the device including the tip was not returned for analysis. A visual and tactile examination found the shaft to be detached on 3 locations along the length of the shaft. The inner shaft that was detached was noted to be accordioned and stretched. The markerbands were detached from the inner shaft and was not returned with the device.

Event description:
It was reported that balloon ruptured, and the tip was detached, requiring intervention. A 6.0 x 80, 75cm mustang balloon catheter was advanced for treating a dialysis graft. During the procedure, the balloon was inflated up to rated burst pressure, but it ruptured immediately. Upon removal, the distal end of the catheter must have been caught on a plaque and migrated. A snare was then used to remove the foreign body. The procedure was completed using an alternate device. No complications were reported.

Manufacturer narrative:
B3 date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. D2b pro code (product code): fge, lit

Event description:
It was reported that balloon ruptured, and the tip was detached, requiring intervention. A 6.0 x 80, 75cm mustang balloon catheter was advanced for treating a dialysis graft. During the procedure, the balloon was inflated up to rated burst pressure, but it ruptured immediately. Upon removal, the distal end of the catheter must have been caught on a plaque and migrated. A snare was then used to remove the foreign body. The procedure was completed using an alternate device. No complications were reported.